Event description:
It is reported that end-user developed red, open, weepy, itchy peristomal skin for several years. End-user has seen her gastrointestinal (gi) medical doctor; surgeon; (B)(6); and dermatologist several times over the course of the years. She has performed rechallenge testing with the wafer with negative results. She has used diflucan powder; kenalog spray and mycostatin powder with little improvement. Lastly, it is reported that treatment was provided with prescription diflucan to the skin beyond the appliance and has seen improvement, and will f/u with her dermatologist.

Manufacturer narrative:
Corrected data: the following conclusions codes were previously omitted or reported in error on the initial MDR, MFR #: 1049092-2014-00220, reported to the FDA on june 17, 2014: (B)(4). The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on march 30, 2016, (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that end-user is using the following products to cleanse skin: (B)(6) soap; (B)(6) powder; and (B)(6) seal. End-user was provided instructions in appropriate skin care, and was encouraged to f/u with health care provider (hcp). No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.